Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.2.0) installed on iphone 11 (ios 17.0) and iphone 11 (ios 17.2.1) was conducted and confirmed the issue was not reproduced. Testing performed by: (B)(4). Following a comprehensive investigation, it was determined that the carelink support team verified through database sso audit logs the presence of failed login attempts. However, it was also confirmed that successful logins and uploads occurred after the date of the first reported occurrence by the user. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: the user should confirm whether or not they have ""automatic verification"" turned on or off. Instructions for ""automatic verification"" are available at: https://support.apple.com/guide/iphone/sign-in-with-fewer-captcha-challenges-iph4f43a30c9/ios the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00112475. (Most likely) root cause: most likely ios recaptcha avoidance/retention settings. Analysis summary: we are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported captcha was missing cant login and the customer lost connection to servers. Troubleshooting was not performed, and the issue was not resolved . No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application and the device will not be returned for analysis.